Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) alleging that her son's onetouch ultralink meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2012 at 2pm. The patient reportedly obtained blood glucose readings of "400 and 158mg/dl" with the subject meter performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. According to the csr's documentation, the patient manages his diabetes with insulin (via insulin pump); however, the reporter denied the patient took any action in response to a reported meter issue. As a result of the alleged issue, the patient reportedly became stressed an hour later; however, the patient denied receiving any form of treatment after the alleged issue began. At the time of troubleshooting the reporter did not have the patient's testing supplies available. The csr was unable to verify the unit of measurement on the subject meter; however, the csr noted that the blood glucose results were from the approved (per owner's booklet) sample site. A replacement meter was sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (Serial #) information was not provided. Test strip lot #: not provided.